Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. The patient was not hospitalized. The patient was treated with unspecified intraperitoneal antibiotics (completed 42 days after the onset, drug names, doses, frequencies not reported) for peritonitis. Pd therapy remained ongoing. At the time of this report, the patient had recovered. While the cause of the event was reported as unknown, the patient was retrained on proper aseptic technique. No additional information is available.